Event description:
It was reported that during an abdominal aortic aneurysm treatment procedure, the stent moved on the balloon.the 70% stenosed target lesion was located in the mildly calcified and moderately tortuous common iliac artery. The 7.0x30x75cm express ld iliac/biliary premounted stent system was advanced into the patient; however, it was not able to cross the lesion which had not been pre-dilated. Upon removal, it was noted that the stent had moved slightly on the balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `fine'.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned product found no damage noted to the shaft of the device. The stent was crimped correctly in place on the balloon and no movement or damage was noted. The profile of the stent was measured and found to meet specifications. The device was passed along a 0.35" guide wire with no restriction noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an abdominal aortic aneurysm treatment procedure, the stent moved on the balloon. The 70% stenosed target lesion was located in the mildly calcified and moderately tortuous common iliac artery. The 7.0x30x75cm express ld iliac/biliary premounted stent system was advanced into the patient; however, it was not able to cross the lesion which had not been pre-dilated. Upon removal, it was noted that the stent had moved slightly on the balloon. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `fine'.